Event description:
The user's hearing performance with the device is affected. Per the parent the user suddenly became unable to hear sounds in mid (B)(6) 2024. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Per the parent the user suddenly became unable to hear sounds in mid (B)(6) 2024. The user has been re-implanted.

Event description:
The user's hearing performance with the device is affected. Per the parent the user suddenly became unable to hear sounds in mid (B)(6) 2024. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.